Event description:
(B)(4). I had no known medical issues prior to getting essure. My device was inserted through my insurance.

Event description:
(B)(4). My side effects had started after the insertion of essure. My monthly menstruation cycle became heavier and more painful as time went on. 8 months after I was implanted I was hospitalized with a staph infection for 4 days. Around year 4 I started to have joint and hip pain, the next year came the dental issues and the dermatologist. I have been diagnosed with multiple cysts as well. The bloating was unbelievable. As of (B)(6) essure had been removed by a hysterectomy. My symptoms have disappeared. By the second day I no longer had any pain in my joints and hips, my bloating had almost disappeared and I didn't feel as if I was pregnant. My dermatologist needs had started to clear up as well. I felt better then I have in a long time even with having a large incision with 24 staples.